Event description:
It was reported that a catheter twist occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified first diagonal branch segment. After an opticross hd imaging catheter was used to view the left anterior descending artery without issues, it was advanced again for ultrasound examination of the first diagonal. The catheter was unable to be advanced to the diagonal before it prolapsed on itself out into the aorta and twisted on itself while imaging was on. The guidewire was removed from the catheter successfully and twisted opticross would not come into guide or through the sheath. Everything was then removed while maintaining coronary wire. The procedure was completed with an alternative device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual examination revealed that the sheath and imaging window were kinked and the device was cut in two parts. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter twist occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified first diagonal branch segment. After an opticross hd imaging catheter was used to view the left anterior descending artery without issues, it was advanced again for ultrasound examination of the first diagonal. The catheter was unable to be advanced to the diagonal before it prolapsed on itself out into the aorta and twisted on itself while imaging was on. The guidewire was removed from the catheter successfully and twisted opticross would not come into guide or through the sheath. Everything was then removed while maintaining coronary wire. The procedure was completed with an alternative device. No patient complications were reported.